Event description:
It was reported that the burr was stuck on wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 1.75mm rotapro and a rotawire drive wire were selected for percutaneous coronary intervention (pci) procedure. The dynaglide mode was used when the burr was advanced into the lesion. During insertion, it was noted that the burr was stuck on rotawire. The stuck was not released, the rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another of the rotapro and rotawire devices. There were no patient complications reported.